Event description:
Pt reported infusion device beeping, vibrating, and displaying "2.01" with four dashes. Pt replaced the power pack and the infusion device functioned properly. The power pack had been in use for 4 weeks at the time of the incident. When asked about the power pack recall, pt stated he was "somewhat informed." Co records indicate that power pack recall notification was successfully delivered to pt. Pt's basal intake is 60 units of insulin per day and bolus intake is 30-40 units of insulin. He did not report any physiological effects associated with this issue. No medical assistance was reported. Product had been discarded and therefore will not be returned for eval.

Manufacturer narrative:
Product not returned for eval.